Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and ischemia are listed in the xience prime everolimus eluting coronary stent systems instructions for use are known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience prime stent referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2013, the patient was hospitalized with ischemia. A coronary stenting procedure was performed on (B)(6) 2013, with implantation of a 3.0 x 33 mm xience prime stent and a 3.5 x 28 mm xience prime stent in the left anterior descending artery. On (B)(6) 2016, the patient experienced a serious episode of ischemia and in-stent restenosis was noted within the xience stents. Additionally, a new area of stenosis was noted in the circumflex artery. On (B)(6) 2016, angioplasty was performed, using a drug coated balloon, to treat the restenosis of the xience prime stents. Intervention was performed, treating the circumflex artery, with implantation of an unspecified drug eluting stent. No additional information was provided.